Manufacturer narrative:
The faulty bezel assembly was replaced. The available information is consistent with a failure of the ac led on the front bezel. (B)(4).

Event description:
The customer reported an error with ac power led indicator on front bezel. There was no reported patient involvement.